Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the parameters on the left ventricular (lv) lead were reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that post implant when they turn on their left side, there is pounding in the left rib area. The pounding comes and goes and was concerning and was keeping the patient from sleeping. Information from the patient's clinic was received and indicated that the pounding sensation was phrenic nerve stimulation and that there was intervention done in response. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.